Event description:
The handle of the maryland cautery device was on the pt, the tip was not on the pt. The scrub nurse accidentally stepped on the foot pedal creating a burn to the pt. The surgeon excised the area of the burn and placed a stitch. Pt was notified by the surgeon of the event. We believe that the handle should not have activated a burn. Dates of use: (B)(6) 2018. Diagnosis or reason for use: laparoscopic right inguinal hernia.